Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115122 - cer bioloxd mod hd 36mm +3 nk ¿ 838590, 15-103207 - taperloc micro lat fmrl 13.5mm ¿ 212200, ep-105994 - epoly 36mm rlc lnr mrom sz24 ¿ 957850. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 1 year post implantation due to pain and discomfort. During the procedure, aseptic loosening of the acetabular component was noted. The shell was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the operative notes provided. Xrays showed radiolucent lines around the acetabular and lateral femoral components. No abnormal inflammatory soft tissue, all tissues appear normal, partial dehiscence of abductor muscle repair, spotty areas of bone ingrowth on the removed cup, and a solid stem that could not be moved with "very sharp blows" from a mallet (although initially it is stated, the femoral component has a radiolucent line). DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08380.